Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had been giving incorrect readings causing the insulin pump to stop giving insulin. The customer¿s blood glucose level from the reported event was 95 mg/dl. The insulin pump was showing her sensor glucose value was below 40 mg/dl. The insulin delivery was suspended due to the low sensor glucose value. The suspend on low limit in the sensor settings was 60 mg/dl. The sensor will be replaced and returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test. Sensor failed per specifications.